Event description:
During a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra led insulation damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.